Event description:
It was reported that the procedure was to treat a 70-90% stenosed lesion in the distal right coronary artery (rca). During unpackaging of the 3.0x15mm nc trek balloon dilatation catheter (bdc), the protective sheath was difficult to remove. The protective sheath was eventually removed, and the nc trek bdc was used successfully to post-dilatate the deployed absorb scaffold. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for difficult to remove the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.